Event description:
Medtronic received information regarding an imaging system used outside a procedure. It was reported that after replacing the drive motors, the system powered on, however, the power conversion enclosure failed. No patient present.

Manufacturer narrative:
A medtronic representative visited the site to service the system. Hardware components were replaced. The system was then functioning as intended. Codes b01, c02, and d02 are applicable. The power conversion enclosure was returned for analysis. Power conversion enclosure failed bench testing. Transistors q28 and q14 failed, both transistors are shorted. Codes b01, c02, and d01 are applicable. The positioner control box was returned for analysis. Unable to confirm reported complaint, "the power conversion enclosure failed." Install positioner control box into test system. The system booted and readied on each power cycle. Perform motion calibrations, all passed. Door functioned as normal and motion travel on all axes was smooth and functional. Perform 2d and 3d images, all were successful. No fault found while under test. Codes b01, c19, and d14 are applicable. The gantry control box was returned for analysis. Unable to confirm reported complaint. Install gantry control box into test system c1396 for several days. The system booted and readied on each power cycle. Perform motion calibrations, all passed. Door functioned as normal and motion travel on all axes was smooth and functional. Perform 2d and 3d images, all were successful. No fault found while under test. Codes b01, c19, and d14 are applicable. The rotor control box was returned for analysis. Unable to confirm reported complaint. "Power enclosure." The system did not initialize. Motion failed to be initialized. Firmware mismatch error. Downgraded firmware and rebooted the system. Motion calibration was successful and the system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. Codes b01, c19, and d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000860r, serial/lot #: (B)(6); rev. G, ubd: , UDI#: ; product ID: bi71000443r, serial/lot #: (B)(6); rev. 2, ubd: , UDI#: ; product ID: bi71000442r, serial/lot #: (B)(6); rev. 2, ubd: , UDI#: ; product ID: bi71000444, serial/lot #: (B)(6); rev. 3, ubd: , UDI #: this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.